Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue could not be verified. Additionally, the customer reported the pump history was missing; during device evaluation, it was identified that the customer experienced a data log corruption.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.